Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 450 mg/dl at the time of incident. The customer¿s blood glucose was in the range of 250 mg/dl to 450 mg/dl. Customer treated with insulin pump and manual injection. The customer also stated that the insulin pump turned off without alert. The customer also stated that the insulin pump had motor error. The customer stated that the drive support cap was normal. The customer also stated that the they performed displacement test and self test and they were able to passed the test. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed a21 error test. No unexpected battery power loss anomalies noted. Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No motor error alarm noted. Motor passed motor test. (B)(4).